Manufacturer narrative:
The investigation confirmed there was a software error in the cancellation process for the (B)(6) measurement. This issue had already been resolved by a mandatory software update. Follow up with the user confirmed they had not experienced further issues since the software on their analyzer was updated.

Event description:
The user received questionable hemoglobin a1c generation 2 (hga1c) results for three patient samples of which the results for two were discrepant. Patient sample 1 gave no result and a data flag on the initial testing. The automatic repeat result was 9.9%. After replacing the reagent cassette and retesting, the result was 7.7%. Patient sample 2 gave no result and a data flag on the initial testing. The automatic repeat result was 9.1%. After replacing the reagent cassette and retesting, the result was 7.1%. The automatic repeat result was reported outside the laboratory. It was unknown if the patients were adversely affected. The hga1c reagent lot number was 64073701. The field service representative suspected there was a problem with the reagent pack. The user stated all hga1c results were acceptable after replacing the reagent pack. The field service representative checked multiple areas of the analyzer and the user verified the analyzer by running calibration and quality control with all results within specifications.